Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4), 2013 the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was giving the error 2 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.